Manufacturer narrative:
Date of event is approximated. Date when serious injury was reported to manufacturer. The needles were not returned for investigation and the lot numbers remain unknown; therefore an internal investigation could not be performed. No device malfunction was reported in association with the event. The patient is reported to be doing well. This MDR is being reported for the planned additional treatment of the track seeding. Tumor seeding is a known risk and potential outcome associated with needle based interventions (ablation and biopsy) and is addressed in the needle IFU.

Event description:
It was initially reported that a patient with rcc who underwent cryoablation for a renal tumor had track seeding after the procedure. Upon follow up with the physician on (B)(6) 2019, additional information reported that this patient had cryoablation using two ice pearl needles in (B)(6) 2019. Tumor size was approximately 3.5 cm. Biopsy was not performed during the cryo setting and repositioning of needles was not required prior to start of the procedure. Cautery mode was not used with needle removal after the procedure. Approximately 4 -5 month after the procedure, the patient was diagnosed with track seeding on MRI. The patient is currently well and will undergo additional microwave ablation for treatment of the seeding. The physician reports that the event is possibly contributed to the cryoablation needles and/or procedure. No device malfunction was reported at the time of the procedure and the needles were not returned for investigation.